Event description:
The clinician reports that the day the implant was placed in fdi 21 of the patient's mouth, failure occurred upon insertion. Details of surgery: implant surface not completely covered with bone. Patient presented with bone type iii and inadequate bone quality/quantity. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.